Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin centrifugal pump 5 (cp5) displayed an error message on the control panel post-procedure. There was no patient involvement. A new centrifugal drive unit was shipped to the customer and a sorin group field service representative was dispatched to the facility for installation. The complained unit was replaced and all components were inspected and tested according to the manufacturer's specifications. No further issues were discovered. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) displayed an error message on the control panel post-procedure. There was no patient involvement.

Manufacturer narrative:
The drive unit was requested and returned to livanova (B)(4) for detailed investigation. According to the livanova inspector the reported issue was reproduced and confirmed. The odu connector of the main cable was screwed on and one error was identified. The pins of +24v and -24v were not right crimped. The root cause of this problem is not known. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova (B)(4) will continue to monitor the market for trends related to this type of issue.